Event description:
It was reported the patient was unable to enter into MRI mode. As such, surgical intervention may occur. The investigation did not determine which lead was not allowing the ipg to be set to MRI mode.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000121180.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.